Event description:
When surgeon closed handpiece of the gyrus acmi everest bicoag macro jaw forceps the jaws would not close all the way. This was replaced with another "like" device with the same result. Third device opened and functioned without issue for the remainder of the case. Two defective like devices.